Event description:
The facility's biomed technician reported a pump that is not functioning properly. Sometimes pump won't infuse medication and sometimes it will infuse medication. Incident has occurred during patient infusion. No patient injury or medical intervention has been reported. Pump has been sent to baxter for evaluation.

Manufacturer narrative:
Pump has been requested for evaluation. When pump is received and evaluation performed, a follow-up will be filed.